Event description:
See medwatch 1219856-2008-00163 for the first event involving the same patient. It was reported that the second intra-aortic balloon (iab) was prepped per instruction and inserted sheathless via the femoral artery. The md noticed blood in the helium drive line as soon as the iab was in place. As a result, the drive line tubing was disconnected from the pump and the iab was removed. The md requested another brand iab and pump. The md was able to insert the third iab with success. There were no reported patient complications.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.